Event description:
Problem: incorrect reading of spo2, biomed tested it and gave a wrong reading 87/88%. With the same sensor on a radical which works properly biomed give a correct reading of 98/99%. No patient affected.

Manufacturer narrative:
"The returned device was evaluated. During an internal inspection of the device, the sensor was found to have a short on the detector circuit. The returned rad-5 was unable to obtain any reading and a "sen off" message was displayed". A lot review reveals that this unit was in the field for over eight years with no previous reported issues prior to this reported event.